Manufacturer narrative:
Twenty four (8 packs) of unopened trocar assemblies in a small parts tray (smpt) within a bag were received for the report, a trocar was broken (bent) and the trocar cannula had too much variability in insertion sensitivity from product to product or the cannula was difficult to remove. The trocar cannula samples were visually inspected and found to be conforming, there was no damage observed to the trocar cannula. The trocar cannula samples were dimensionally tested for cannula identification (ID) and were found to be conforming. The trocar blade samples were visually inspected and were found to be conforming, there was no damage to the tip or cutting edge of the trocar blade. There was no over/under polish tips or edges observed. The trocar blades were functionally tested for penetration testing and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be visually, dimensionally and functionally conforming, therefore the product complaint as described by the customer was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All trocar knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. All trocar assemblies are 100% inspected for gage size. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received in follow up from physician detailing about the issue which was trocar blade tip was bent and could not be inserted in trocar.

Event description:
A physician reported that a trocar blade was found damaged, some trocar cannula were difficult to insert in the patient¿s eye, and some were difficult to detach from the blades after inserting in the patient¿s eye during the surgery. The procedure and patient harm details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).